Event description:
Event description boston scientific received information that this cardiac resynchronization therapy-defibrillator (crt-d) displayed an elective replacement indicator (eri) after 29.3 months of service. Premature battery depletion is suspected. There was no report of adverse patient effects. The device remains implanted and in service at this time.